Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a general stitching at a veterinary procedure, needle broke off the thread. Several units from the same lot were affected. No patient injury.